Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
This device is used for treatment not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device used for treatment and not diagnosis. The present pedicle screw was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Also we are not aware of any other complaint for this lot. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the complaint description we assume that a lateral tipping of the remobilization instrument while the handle was squeezed caused this occurrence. No product fault could be detected.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure with pangea, the surgeon was not able to put the rod in place because the golden ring inside the screw head was out of place. The surgeon removed the screw and replaced the screw with another new screw. No patient harm was noted.